Event description:
It was reported during surgery the cage snapped inside the pt while the surgeon was engaging the spin plate. The reporter stated ¿there was no harm to the pt and the parts were recovered; however, this added 15 minutes to the total time of the surgery.¿

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.